Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that stent fracture, chest pain, and st segment elevation occurred. The target lesion was located in the mildly tortuous and moderately calcified proximal left anterior descending artery (lad). A 3.50 x 24mm synergy xd drug-eluting stent was advanced for direct stenting. Following stent implantation, post dilation was performed with a 3.5 nc emerge balloon catheter. A hazy spot was seen within the mid portion of the stent and it was thought that the stent had fractured. The patient started having chest pain and st elevation, so two non-boston scientific stents were placed in the hazy area where the stent was thought to be fractured and the procedure was completed. The patient immediately started recovering. The patient was fully recovered and discharged the next day.

Manufacturer narrative:
E1- initial reporter address 1: (B)(6). The device was not returned, therefore device analysis could not be performed. A review of a short angiographic video and two angiographic images provided by the site was performed. The two images showed a deployed stent in left anterior descending artery (lad) without flow contrast. A narrowing was noted in the distal section of the deployed stent but no gaps suggesting stent deformation were observed. The second still image showed the narrowing to be resolved. The two second video clip showed views under flow contrast of the left main arteries with the distal end of the guidecatheter also visible at the left main ostium. The stent was shown deployed on a bend traversed by a guidewire. The contrast assessment shot did not show any restricted or hazy flow regions. The review could not identify the alleged stent fracture as no strut displacement was noted on the lad deployed stent. A constricted region was noted on the distal section of the stent but this was noted to be resolved in a second photo provided by the customer. The short clip shows good flow movement within the left main arteries and no deformation of the deployed stent in lad.

Event description:
It was reported that stent fracture, chest pain, and st segment elevation occurred. The target lesion was located in the mildly tortuous and moderately calcified proximal left anterior descending artery (lad). A 3.50 x 24mm synergy xd drug-eluting stent was advanced for direct stenting. Following stent implantation, post dilation was performed with a 3.5 nc emerge balloon catheter. A hazy spot was seen within the mid portion of the stent and it was thought that the stent had fractured. The patient started having chest pain and st elevation, so two non-boston scientific stents were placed in the hazy area where the stent was thought to be fractured and the procedure was completed. The patient immediately started recovering. The patient was fully recovered and discharged the next day.